Event description:
(B)(6) reported an issue with his insulin pump, which displayed an error code for a software update. The pump's warranty expired on january 30, 2025, making it ineligible for further software updates. There was no reported impact on ateara gibson's blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.